Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the device manufacture dates are unknown. This is a non-sterile device with no expiration date. (B)(4). One hedgehog double-end brush was received for analysis. Visual analysis of the returned device found that the smaller brush head was detached from the device. The damage is consistent with a cut as it was a pinched clean break. The reported event of protrusion or a hardened brush were not confirmed as both brushes appeared to be normal. No other issues were noted based on the available information and objective evidence, it is possible that the device was cut, or severely pinched while inside the scope, causing the clean pinched break that was observed. The most probable cause of the reported event is unintended use error, which indicates that the interaction between the user and device, or sample, caused or contributed to the error. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used a during scope cleaning on an unknown date. According to the complainant, during scope cleaning, it was noted that the brush was flared. When the brush was taken out of the scope, a protrusion was noticed around the base of the brush. It is unknown how the procedure was completed. There was no patient involvement. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; brush head detached. Please see block h10 for full investigation details.